Event description:
It was reported that post pump replacement surgery the patient suffered an overdose and coded while in the hospital. The patient was currently stable. The pump was programmed to deliver morphine (concentration not reported). The patient was currently receiving 13 mls/day with 4 ml bolus. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.